Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the pm kit, which includes nozzle units on both gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Review of the device's logs confirms occurrence of the reported issue. It is unknown when the last preventive maintenance kit/ nozzle unit was replaced, hence the root cause was not determined. Preventive maintenance which includes replacement of the preventive maintenance kit must be performed by authorized personnel at least once a year or after every 5000 hours of operation. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause to why the parts failed has not been established as the replaced parts were not returned for investigation. A correction of field # d1 brand name, # d4 version or model # d1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient¿involvement. Manufacturer's ref. #: (B)(4).